Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital for hematuria, shortness of breath, and suspected thrombus. The patient's ldh was 4000, his haptoglobin was less than 10, and he was started on dobutamine. The following day the patient was taken to the operating room and his pump was exchanged. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.